Manufacturer narrative:
Update data: h6: conclusion: the device history record (B)(4) and frame record (B)(4) were reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No procedural images were provided to medtronic, so no image review could be performed. The valve was not returned to medtronic for analysis. It was reported that, on the first deployment attempt, the valve was not stable and dislodged. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. In this case, it was reported that the patient's annulus and left ventricular outflow tract (lvot) had calcium blockage, which may have contributed to the dislodgement. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, significant annular calcification contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's annulus and left ventricular outflow tract (lvot) had calcium blockage so the physicians did not want to predilate. The valve load did not show any infolding. The valve was inserted in 3 cusps projection and when the valve was opened to approximately the third node, the valve was not stable and dislodged. Upon closing the valve, the valve folded past the fourth node. The valve was attempted to be deployed a second time but the valve appeared bent and the system was retrieved and replaced. A pre-balloon dilatation was performed with a 20 mm balloon and the new valve was implanted uneventfully. No adverse patient effects were reported. Additional information was received that the valve was recaptured two times. A procedural delay occurred during the second recapture with infolding. Per the physician, significant annular calcification contributed to the infold.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-16 (lot: 0011939298); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's annulus and left ventricular outflow tract (lvot) had calcium blockage so the physicians did not want to predilate. The valve load did not show any infolding. The valve was inserted in 3 cusps projection and when the valve was opened to approximately the third node, the valve was not stable and dislodged. Upon closing the valve, the valve folded past the fourth node. The valve was attempted to be deployed a second time but the valve appeared bent and the system was retrieved and replaced. A pre-balloon dilatation was performed with a 20 mm balloon and the new valve was implanted uneventfully. No adverse patient effects were reported.